Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device delivered inappropriate shocks for a supraventricular tachycardia rhythm. This was the second time this patient has received inappropriate shocks. This device remains in service. No additional adverse patient effects were reported.